Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-oct-2022, (B)(4). All codes apply to product ID: 3889-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead migrated out of the foramen and was wrapped around the ins. It was confirmed that the health care professional replaced the lead. There were no further symptoms or complications reported or anticipated.